Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple insulin pump error alarms. The customer¿s blood glucose level was 14.8 mmol/l at the time of the incident and treated it with insulin pump. The customer reported that the alarm occurred immediately after a battery change. The customer's blood glucose was high last night when error started and customer declined troubleshooting for trace pointers are invalid error and power error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed pump error. The power management tool confirmed power error was triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly. No unexpected trace pointers are invalid error, history pointers failed error or post-reset ram crc alarm noted during testing. Device received with scratched case, pillowing keypad overlay, broken battery tube threads, faded serial number label, and minor scratched lcd window.